Manufacturer narrative:
(B)(4) date sent: 4/15/2016. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). Additional information received via a return phone call from the account contact with regard to the follow-up questions that were sent to her via email. Contact stated that she had further information and that it was too much for an email. The information that follows is from the operative report: the patient is a (B)(6) male who was diagnosed with a liver mass later diagnosed via biopsy to be cancer. The patient was first scheduled for surgery on (B)(6), however, due to the patient being hypotensive, surgery was rescheduled for (B)(6). The surgical procedure performed on (B)(6) was for an emergent left hepatectomy. When the patient was opened up it was determined that there was significant tumor related hemorrhaging in the area. As it was a situation already prone to bleeding, the plan was to control the bleeding but they could not and proceeded with a ¿rapid stapling of the left hepatectomy with the echelon stapler and blue reloads¿. The mass appeared resectable but diffuse bleeding was encountered while trying to take down the adhesions to the tumor. Upon entry into the abdomen, the tumor was noted to be adherent to the surrounding omentum, perineum and stomach. Large collaterals were noted from the tumor. Encompassed most of the left lobe of the liver. As they attempted to mobilize the portus hepatis and right lobe, there was major bleeding from the tumor surface. Once the tumor was free from the surrounding area, they were able to evaluate the right lobe. The bleeding stopped with pressure but they were unable to control the oozing from the tumor surface with suture, ligasure, argon beam coagulation, bovie coagulation or hemostatic agents. The total blood loss was approximately 5 liters and the patient received the following blood products in the procedure; 14 ¿p rbc¿s¿, 8 ffp, 2 cryo and 1 6 pack of platelets, albumin and ¿crystal light¿. The operative report does not state that a pse45a device was used. It states that the ¿liver was transected lateral to the liver with multiple loads of a powered 60mm echelon stapling device¿. The patient was discharged on (B)(6) and had his PICC line removed. The analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45b cartridge reload was received partially fired 1/10 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
(B)(4).